Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted in (B)(6) 2024 for pneumonia and a driveline infection again.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until the patient expired (MFR 2916596-2025-03910 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 and complained of ongoing driveline exit site drainage. It was undetermined if the pneumonia and driveline infection were related. They suspected that it was community acquired pneumonia (cap). Low suspicion for aspirational pneumonia. The patient underwent a computed tomography (CT) scan, which showed dense consolidation in the right lower lobe (rll). They were treated for the cap with cefpodoxime 200 mg by mouth twice daily, and 100 mg of doxycycline twice daily for 1 week. They were discharged on (B)(6) 2024. The patient followed up with infectious disease on (B)(6) 2024 in an outpatient setting. The driveline drainage had resolved at the time of the infectious disease appointment.